Event description:
It was reported that this patient received an electric shock from implantable cardioverter defibrillator (ICD) for an episode of supraventricular tachycardia (svt). Technical services (ts) analyzed the device episode data and determined that the episode appeared to be atrial driven with one-to-one conduction. This implantable cardioverter defibrillator delivered one burst of anti-tachycardia pacing (atp) and one electric shock during this episode. After the shock, the rhythm slowed down. Technical services suggested further evaluation by a physician. No additional adverse patient effects were reported outside of the shock. Currently, this implantable cardioverter defibrillator remains in service.